Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips that a broken bezel standoff on the heartstart mrx defibrillator was found during servicing. There was no patient involvement.